Manufacturer narrative:
Correction made to d9: device avail. For eval? No (previously submitted as yes). Correction made to h3: device returned for evaluation? No (previously submitted as yes). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pinhole was found in the tube of a minicap transfer set, underneath the white connector which resulted in leak. This occurred after final disconnection from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.